Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to recharge the device. It was noted that actions required as a result of the event was that the implantable neurostimulator (ins) was repositioned. It was noted that there was no access to recharge. It was noted that the implant procedure took place on (B)(6) 2014. It was noted that on (B)(6) 2014, the patient reported that she was not able to change the ins due to difficulty to access it. It was noted that the event was considered related to poor coupling. It was noted that the event required an unscheduled visit to the clinic. It was noted that on (B)(6) 2014, the device was repositioned and the event was resolved without sequelae. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that there were no patient symptoms or complications associated with the event.